Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The issue was resolved with no known intervention performed. There were no patient consequences reported.